Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place. The customer thought the problem came from the spacer.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place. The customer thought the problem came from the spacer. The customer kept some of the cartridges.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "condition: completed seed train does not load smoothly into the attached implant needle. Ensure needle adapter is appropriate for the implant needle used."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place. The customer thought the problem came from the spacer. The customer kept some of the cartridges.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place. The customer thought the problem came from the spacer. The customer kept some of the cartridges.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "condition: completed seed train does not load smoothly into the attached implant needle. Ensure needle adapter is appropriate for the implant needle used."